Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2015 which refers to an adult (~18y & ~65y) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for permanent contraception. The consumer experienced an allergic reaction to essure. She developed hives, itching, metal taste in mouth, lots of discomfort, pain, excessive weight gain (B)(6), and the healthcare professional found endometriosis since essure inserted. She gained the weight even with change in diet and exercise. Onset date of event (not specified which event) was in (B)(6) 2013. On (B)(6) 2015, a tubal ligation was done to remove the coils but hcp discovered the left tube did not contain a coil. Ultrasound was done on (B)(6) 2015 and showed the coil from left tube was in uterus. She has still had some hives and the pain on left side of abdomen has increased. She felt pain even if she run her finger over the skin on abdomen on left side. It doubles her over. Consumer would like to know if essure that was in uterus could be removed by hysteroscopy or should hysterectomy be done. Adverse events were treated with otc allergy medicine, hydrocodone as needed. Hives were better and metal taste in mouth was gone but pain persisted. No additional information was provided. Follow-up received on (B)(6) 2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and pain on abdomen on left side. A tubal ligation was done but one tube was not found. The ultrasound performed a few weeks later, showed that coil from left tube was in uterus. Pain persisted after tubal ligation. This event is considered serious due to required intervention. According to essure's reference safety information, this event is listed. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the onset date of this pain is not clear. However, there is an implied positive temporal relationship. Considering this information and also that the presence of a foreign body in the fallopian tubes may cause pain, this pain is considered related to essure. This case is regarded as incident due to required intervention. Additional non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information was received on 24-aug-2015 follow-up attempts have been completed, with no response to date. Company causality comment: this non-medically confirmed spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and pain on abdomen on left side. A tubal ligation was done but one tube was not found. The ultrasound performed a few weeks later, showed that coil from left tube was in uterus. Pain persisted after tubal ligation. This event is considered serious due to required intervention. According to essure's reference safety information, this event is listed. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the onset date of this pain is not clear. However, there is an implied positive temporal relationship. Considering this information and also that the presence of a foreign body in the fallopian tubes may cause pain, this pain is considered related to essure. This case is regarded as incident due to required intervention. Additional non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.